Event description:
The customer alleges that, when he got to the dr's office, he was tested on the professional meter at 314 mg/dl and given a shot by his dr to bring his blood glucose level down. The customer alleges, he then retrieved his meter from his car, returned to the doctor's office and he obtained a back to back comparison of 127 mg/dl on his meter and 157 mg/dl on the professional meter. The medical treatment was based upon the physician's meter result of 314 mg/dl. No serious injury reported and the customer states he is ok. Return requested and replacement was sent.